Event description:
It was reported that there were ongoing, intermittent issues regarding the battery gauge fluctuating which resulted in the pump shutting down. Due to the pump shutdown the customer went to the emergency room on (B)(6) 2025 and was subsequently hospitalized in the intensive care unit with a blood glucose level of 700 mg/dl and high ketones that were identified as dangerous by healthcare provider. The customer was treated with intravenous fluids of saline and insulin. Customer was released (B)(6) 2025, with issue resolved and no permanent damage. The customer reverted to an alternate method insulin therapy.